Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis found the lead was stretched, the inner insulation was kinked and buckled, and there was blood in/on helix/lobe mechanism. There was implant damage.

Event description:
It was reported that during the implant attempt, the helix would not deploy. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.